Manufacturer narrative:
Exact date unknown, event occurred few month from the date the manufacturer became aware of the event.

Event description:
It was reported that patients pain increased dramatically radiating into left leg down to the foot and the ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not released by facility.